Event description:
The customer reported via phone call that the insulin pump did not show any numbers on the screen during the priming process. She stated that she was able to prime the insulin pump, but she when the piston made contact with the reservoir, the numbers did not show, and she was unable to get past the priming sequence. The customer did not know the blood glucose reading. She reported that the insulin pump alarmed compromised force sensor system and had a protruding drive support cap. She was advised that during seating, the force sensor did not detect the reservoir. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with a error alarm during basic occlusion test due to protruded/loose drive support disk. Unit had missing end cap sticker, cracked case at display window corner, minor scratched display window, cracked battery tube threads, broken belt clip slot at battery tube threads area and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.